Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No unexpected pump error 15 or unexpected restarts occurred during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had pump error alarm. The customer's blood glucose was unknown. The customer stated that the insulin pump was rebooting on its own. Customer was able to clear the alarm. Customer declined troubleshooting anymore since they believe that the insulin pump was not working as expected. The insulin pump will be returned for analysis.